Manufacturer narrative:
The complaint of an external leak is confirmed. Microscopic examination of the tubing at the distal end of the bifurcation site reveals a partial tear in the tubing. Received is a 24 cm pc catheter. Upon gross examination the catheter exhibits a large amount of blood residue. During infusion blood residue was expelled from both lumens. During infusion a leak was observed just distal to the bifurcation site. Due to the severity of the blood residue the catheter was soaked for 2 hours in a 1:10 bleach solution. A chr of lot #22an2714 showed no other product complaints from this lot number. The overall length of the catheter measures 16.2 inches in length. The venous and arterial luers are unremarkable. The extension legs are stained yellow. The printing indicator are worn and faded on both the extension legs and bifurcation site. A large amount of blood and tissue residue is seen imbedded in the material of the cuff. The tear is perpendicular to the axis of the catheter. The tear site when relaxed shows the edges are closed tightly against each other. No mechanical damage is note to the od of the tubing around the break in the catheter. Flexing the tubing shows the break line to be irregular and proceeds perpendicular to the axis of the tubing. Tension of the tubing cases the edges to gape open. Microscopic examination reveals the edges of the tear site to be granular and irregular. This would suggest a partial tensile tear. The break site measures <0.2 inches in length. The lack of any associated damage of the catheters outer diameter suggests the tensile weakness was caused by stretching the tubing beyond its tensile limits. No mechanical damage is noted to the od of the tubing around the break site. During testing a second leak site was observed. The leak site is located at the cuff. The material was peeled away from the catheter tubing. The leak site was observed under magnification. All though unrelated to the complaint incident, 4 distinct score lines are found on the od of the tubing. It appears the complainant inadvertently nicked the catheter with a sharp instrument during explantation. This is evident by the sharp edges and smooth and glossy coss sectional veneer. A tactile examination was performed to the catheter. The tubing exhibits elastic weakness in the area of the partial break site. Functional testing of the catheter was demonstrated with a 12cc syringe filled with water. Infusing from the arterial lumen it showed water exiting from the distal end of the bifurcation site. Although unrelated a second leak site was observed at the cuff. A bead like leak was observed. The complaint of an external leak is confirmed. Microscopic examination of the tubing at the distal end of the bifurcation site reveals a partial tear in the tubing. The break site is jagged and irregular with a granular veneer. The break line is perpendicular with the central axis of the tubing; however the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process.

Event description:
The catheter was leaking externally and just below the bifurcation if not up inside the bifurcation molding.